Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported plan to remove right side implant due to ¿contracture,¿ baker grade unknown, and patient cannot ¿not sleep at night knowing that {patient} have the potential to become ill.¿ patient expressed regret implanting devices that could ¿potentially cause alcl-bia.¿ the device remains implanted.

Manufacturer narrative:
Visual analysis of the returned device identified: deformation. A weight test of the device was verified and the device was within specification. Cloudy and voids after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Event description:
Patient reported plan to remove right side implant due to ¿contracture,¿ baker grade unknown, and patient cannot ¿not sleep at night knowing that {patient} have the potential to become ill.¿ patient expressed regret implanting devices that could ¿potentially cause alcl-bia". Device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade unknown. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time this is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported plan to remove right side implant due to ¿contracture,¿ baker grade unknown, and patient cannot ¿not sleep at night knowing that {patient} have the potential to become ill.¿ patient expressed regret implanting devices that could ¿potentially cause alcl-bia.¿ the device remains implanted.